Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2011 with the following findings: an ezprime operation was performed with no priming issues occurring; the cartridge was correctly recognized and large prime volume was not observed. There are no alarms related to the complaint noted in the pump's alarm history. A review of the black box shows 119 units remaining in the cartridge on the reported event date, followed by two prime steps of 45 units and 55 units. The insulin remaining reading after both primes was 19 units. The history indicated that a new cartridge was then loaded and 8 units of insulin primed, with 148 units remaining; the history shows that insulin delivery was then continued. The pump was exercised for 29 hours with no prime or insulin delivery issues occurring. The pump was found to be functioning appropriately and insulin remaining was calculated accurately during testing. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2011 alleging that the pump was not priming, it was displaying the incorrect remaining insulin reading and was concerned that it may have not been delivering properly. At the time of the call, the patient's blood glucose (bg) was 130 mg/dl however, reported that prior to contacting animas her bg's have been in the 300 mg/dl range and she had developed symptoms of dehydration, nausea, vomiting and shortness of breath. The patient claimed she corrected the elevated bg's via injections. The patient also mentioned she had food poisoning for the past couple of days prior to call. During troubleshooting, the patient reported that the pump stated there were 121 units in the cartridge; however, when she pulled the cartridge out of the pump there was no insulin in the cartridge. The patient stated she was confused and put the same cartridge back into the pump and when she attempted to prime 2 times, there was no insulin seen coming out the end of the tubing. She then reportedly changed the supplies and rewound to 206u, put in a full cartridge (filled with 200 u) into the pump, loaded the cartridge and the load step stopped at 145 u and then primed 8 u. At the time of the call, the patient removed the current cartridge and confirmed there was approximately 145 u of insulin. She walked through the rewind, load, and prime steps as instructed and confirmed that the pump functioned normally. The patient denied any leaking of the cartridge and confirmed there was no moisture or smell of insulin within cartridge compartment. The patient was not sure if cartridge was empty when inserted into the pump. During review of pump, no call service alarms were noted. Total daily delivery added up correctly and it was confirmed there were no inadvertent boluses or primes.